Event description:
The valve of the sheath was leaking a significant amount of blood. The surgeon then dilated a coda balloon in the lumen to stop the blood loss from the sheath successfully. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported.

Manufacturer narrative:
(B)(4). No consequences to the patient were reported. The event is currently under investigation.